Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the device was not returned for analysis. Device reached recommended replacement time (rrt). Recommended replacement time (rrt) alert was triggered on 2016-(B)(4). Most recent battery voltage measurement on 2016-(B)(4) was above the rrt/end of life (eol) threshold.

Event description:
It was reported that the patient's device had end of service (eos) shortly after implant, but the battery voltage looks good. The device will remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.